Manufacturer narrative:
The device has been received by depuy synthes power tools. The product was evaluated and the reported failure of e2 error on the console was confirmed. The device failed the thermistor resistance value. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report from (B)(6) stating the device had an error code on the console and the motor would not move. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.